Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.evaluation summaryit was caused due to a fluid damage from the water jet tube. In addition, we confirmed that a fluid damage in the cmos module and lcb distal cover glass dirt; however, there are not related to the alleged complaint.this report is being filed as part of the pentax backlog management plan

Event description:
A leak was detected from the jet channel in the region of the distal head. Also revealed fluid under the lenses in the distal head and image defect. Foggy image, spots in the image. Moisture under led cover glasses. The time of event is unknown. There was no report of patient harm.